Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead revealed no significant anomaly and that the lead body conductor was crushed. Analysis of the implantable neurostimulator revealed that the setscrew was backed out too far. (B)(4).

Event description:
It was reported that during a procedure, there were high impedances of 4000 ohms on electrodes 0 and 2. It was also stated there were high impedances of 4000 ohms on electrodes 0 and 1. There were consistent impedance issues. The battery was changed out and that did not resolve the issue. The lead was then removed and replaced with a functioning lead and the issue was resolved with no impedances. The patient¿s status was reported as alive with no injury and there were no patient symptoms or complications associated with the event. It was also later reported that there were no lead fractures.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lh5s, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.